Manufacturer narrative:
Conclusion: upon eval, a seized motor was found, resulting in the unit not pumping any water. Therefore, the reported complaint of overheating could not be verified.

Event description:
It was reported that the unit was overheating and that the thermostat was tripping high out of range. No pt involvement or adverse consequences were reported.